Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she had her controller battery replaced a week ago because she was having trouble with it. The patient reported that ever since she put the battery in the controller, the controller kept going down as far as the amount of charge she gets. The patient clarified she was speaking of the stimulation settings. The patient reported that she had it set to 7.4 and now its at 4.8 and that it won¿t go up any high than that and each day it¿s gone down. The patient reported that the controller said settings not available. The patient had tried changing groups with the same outcome. The patient was advised to turn stimulation down to 0 and then trying to increase the stimulation; the patient stated that she tried that and tried everything else she can think of. No further complications were reported.